Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly.

Event description:
Journal article , "preparation of the femoral bone cavity for cementless stems: broaching vs compaction. A five-year randomized radiostereometric analysis and dual energy x-ray absorption study" was received involving cementless hydroxyapatite-coated bi-metric stems (biomet, inc.), reported that four stems in the compaction group experienced migrations at 1 year post-implantation. Two of the stems migrated medially and 2 migrated laterally. At 5 years post-implantation, 3 of the 4 stems continued to migrate. In summary, the compaction group was found to have a larger absolute mean migration at 1 and 5 years, and larger valgus/varus rotations at 1-year follow-up. Furthermore, the individual migrations revealed that stems with measurable medio/lateral translations or valgus/varus rotations were all in the compaction group. No intervention was reported and patient outcome is unknown. Attempts to obtain additional information have been made; however, no more information is available at this time.